Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. During troubleshooting with tandem technical support, the issue was resolved. Additionally, it was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 469 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments as the total daily insulin (tdi) was manually changed from 78 units to 12 units. Customer was treated with intravenous saline, and bloodwork was completed. Reportedly, customer was released from the ER after 5 hours on (B)(6) 2021 with a bg of 250 mg/dl and no permanent damage. Customer continued to use the pump for insulin therapy and consulted with healthcare providers to adjust settings and tdi.